Event description:
It was reported that the device was unable to be interrogated via rf and inductive telemetry. The device was explanted and replaced. The patient did well post procedure.

Manufacturer narrative:
No conclusion code available; the reported field event of an inability to communicate with the device was confirmed in the laboratory and was due to the battery being depleted. Based on all available parameter and usage information, device longevity was found to be below the expected limits. The device was tested on the bench as well as using automated test equipment and no anomalies were found. The original battery was returned to the vendor for further evaluation. An internal anomaly within the battery was found to be the cause of the battery depletion.

Manufacturer narrative:
(B)(4).